Event description:
A physician reported a pt who was treated on 8-21 1996 with two formulations of collagen into the oral commisures, nasolabial folds, periorbital lines, glabella, and vertical lines above the upper lip. On 8-22 1996, the pt noted redness at the oral commissure treatment sites with resolved spontaneously on approx 8-26 1996. Follow up info rec'd on 8-211997 was that the pt was seen on 4-2 1997. The symptoms had resolved on 1-29 1997; the physician had prescribed oral benadryl. The physician believed that the symptoms probably represented a hypersensitivity.